Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The instrument was placed on an in-house system and passed the recognition and engagement tests. The fenestrated bipolar forceps moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The fenestrated bipolar forceps was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable at the tip. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.